Event description:
It was reported that the atrial lead could not be reconnected properly to the device during a right ventricular (rv) lead replacement procedure, since a portion of the silicone seal was removed from the device and the atrial port grommet was damaged while tightening the set screw on the atrial lead. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.